Event description:
The customer reported via phone call that the insulin pump had a power error alarm. Customer stated the alarm occurred twice within four hours. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was returned power loss alarms and error was confirmed in the long trace. Detailed trace analysis confirmed the pump alarmed error; the power loss after error. The error was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of the micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with cracked case at the reservoir tube lip, cracked battery tube threads, minor scratched lcd window and keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.